Event description:
The cardiomems device was unable to track over the wire. The device was removed and replaced without incident or harm to the patient. Manufacturer response for implantable sensor, cardiomems pa sensor & delivery system (per site reporter). Manufacturer notified per report.